Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error alarm. Customer's blood glucose value was 80 mg/dl. Customer also stated that buttons was not responding. Customer stated that insulin pump had not been dropped or bumped or exposed to moisture. The device will be return for analysis.